Manufacturer narrative:
The malfunction was duplicated and attributed to missing tabs on the hv module. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complaint alleged that during biomed testing, the device intermittently displayed a "discharge fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.